Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise, which lead to pauses in pacing. Additionally, impedance issues were also noted. The lead was explanted and replaced. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).